Manufacturer narrative:
Note: implant date is approximate. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced infection with this inflatable penile prosthesis (ipp), leading to a surgical procedure. The existing device was explanted and replaced with a new ipp. The patient was reported to be recovering.